Manufacturer narrative:
Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was observed. Additionally, testing of the customer samples was performed and no issues were observed. All samples were hand activated to evaluate the safety shield falling off. The safety shields were rotated backward with ease with no IV shield lift identified. The safety shields were then engaged over the IV needles. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shields from the body of the unit was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for defective locking mechanism with the incident lot was observed from the photos. Further investigation has been initiated for this product issue. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description a CAPA has been initiated to document further investigation and root cause analysis relating to this product issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that a 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter was found with a safety device failure post use. Serious injury occurred as the student was stuck by needle. Medical intervention was required as student went to the ER to follow protocol.